Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the monopolar curved scissors (mcs) tip cover accessory tip was torn. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and accessory were inspected prior to use with no issue. The distal end of the tip cover was torn. No arcing was observed. The mcs tip cover accessory was properly installed during the surgical procedure with no visible part of orange surface. The mcs tip cover accessory was not installed beyond the orange surface. Installation tool was used. Lubricant was not applied to the mcs instrument prior to the tip cover installation. No fragment fell into the patient. The issue was resolved by replacing mcs tip cover accessory.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. The tear is not axially aligned with the tip cover and measures approximately 0.225" in length. There are no signs of thermal damage present at the end of any tears. The mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. The complaint was confirmed by failure analysis.